Event description:
It was reported that this right ventricular (rv) lead recorded oversensing and delivered inappropriate shocks. A lead fracture was reported to be the cause and the system was programmed off as a result. Additional information was provided. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as replacement and the rv lead was kept out of service-implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded oversensing and delivered inappropriate shocks. A lead fracture was reported to be the cause and the system was programmed off as a result. Additional information was provided. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as replacement and the rv lead was kept out of service-implanted. No additional adverse patient effects were reported.